Event description:
According to the reporter, during laparoscopic total gastrectomy, on esophageal-jejunal anastomosis, the anvil did not tilt after firing. The orvil which was pulled from the esophagus and the stapler could be docked under laparoscopy. Even when larger stapler was selected and wing nut was fixed, (possibility of slit expansion), the last push at about five millimeter from the orange band could not be performed. In order to eliminate the possibility that something obstructed vertical movement of the anvil, the sales rep told them to loosen the rotation of the anvil shaft and the tension of the esophagus itself, but it did not resolve the problem. The laparotomy was performed to resolve the issue. After the procedure, the distributor and the surgeon docked the device alone and the anvil was standing vertically as usual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.